Event description:
Health care professional reports pt received frequent "low drain" alarms during treatment on homechoice device. Pt felt sob and was hospitalized 3/23-3/28 for fluid overload due to underdraining. Pt was treated with frequent manual exchanges. Health care professional discovered that pt was re-absorbing 100% of last fill during treatment. Health care professional adjusted pt's prscriptiion to include a daytime exhange and changed dextrose % to 42.5 % and 2.5%. Per health care professional, there was no malfunction of the homechoice device or baxter product. The pt is fully recovered.